Event description:
After an implantation period of approximately 36 months it was reported that the shock impedance increased. The lead was extracted. Before extraction at xray the lead dislodged into the atrium. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed between 53.5 cm and 54.5 cm distal to the df4 connector pin that the insulation was found abraded through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported increased shock impedance. Further analysis demonstrated between 34 cm and 39.5 cm distal to the df4 connector pin that the insulation was found rubbed through. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The constant friction against another lead might have led to the reported dislodgement. Diagnostic images clarifying this assumption were not available. Furthermore, the insulation was found damaged due to wear 18 cm distal to the df4 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Damages such as a deformed rv shock coil and bent fixation helix, most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.